Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product collection. There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing, therefore no patient information is reasonably known at the time of the event. Donor unit # (B)(4). The disposable kit will not be returned as it has been discarded. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). The run data file (rdf) was analyzed. Signals in the run data file do not indicate a conclusive cause for the greater than expected wbc content in the platelet product reported for this collection. No unusual process variable was identified in the run data file and the trima accel system operated as intended. The measured wbc count of the product does not qualify as a wbc failure per the current FDA guidelines of <8.0x10^6 for a double platelet collection.